Manufacturer narrative:
Date sent: 2/10/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon found some staples were malformed. The surgeon then used hand sewing to complete the procedure. There were no adverse consequences for the patient.